Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was 8mmol/l. The customer stated that transmitter did not blink when connected to the sensor. The customer was advised to removed sensor and it turn out there was only a small part of electrode and the rest was missing. The customer agreed to replace the sensor.